Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) as the device was not working due to fluid leak in the system where the tubing exited the cuff. A hole was identified in the tubing where it exited the cuff. All components were removed and replaced. There were no patient complications reported.